Event description:
It was reported that during a peripheral stenting treatment procedure the stent moved on the balloon. The lesion was located in the femoral artery. The lesion characteristics are unknown. The physician attempted to cross the lesion with the 8.0x60x75cm express vascular ld premounted stent delivery system (sds), however, this was unsuccessful. As the physician attempted to withdraw the express stent from the lesion, the express stent moved on the sds balloon. The express sds was removed from the patient and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the returned device revealed that the stent was severely damaged. Both ends of the stent were flattened and the middle section of the stent was severely stretched which caused the struts to spread apart. No other issues were noted with the stent. The stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure the stent moved on the balloon. The lesion was located in the femoral artery. The lesion characteristics are unknown. The physician attempted to cross the lesion with the 8.0x60x75cm express vascular ld premounted stent delivery system (sds), however, this was unsuccessful. As the physician attempted to withdraw the express stent from the lesion, the express stent moved on the sds balloon. The express sds was removed from the patient and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is ok.